Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Initial surgery on (B)(6) 2016 in hospital (B)(6) with silony implants. Patient came to hospital (B)(6) with connection instability. Here was implant removal and extension spondylodese proximally in the hospital (B)(6) on the (B)(6) 2016. Patient fell over on the (B)(6) 2016 at the hospital. To see changes in the x-ray image. Decision on the revision due to the si locking cap was solved and slipped the rod out of the screw head. On the (B)(6) 2016 height th10 screws exchange and use of new si locking cap. Postoperatively the patient doing well although he fell once again.

Manufacturer narrative:
(B)(4). Two (2) single inner set screw were returned for evaluation. Visual examination of the two single inner set screws revealed minor wear, consistent with the forced removal of the set screw. One of the set screws has surface indication of the rod striation indicating full rod contact upon final tightening. However, the other set screw has no proper indication of rod striation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. In general, patient factors that may affect the performance of the components include: patient anatomy, bone quality, activity level, type of activity, and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. However, some possible root causes are: - one of the set screws was inadequately tightened, resulting in the migration of the rod. - inadequate reduction of rod into the implant. - torque driver was not set to a torque of 80 in-lbs. - patient falling after the surgery. This is not an exhaustive list and a definitive root cause cannot be determined with certainty. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.